Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) exhibited a battery voltage that was lower than expected. No capacitor reformation was performed on this device.